Event description:
It was reported, that the patient presented to the emergency room, due to near-syncopal events. The patient was found to be experiencing vt/vf. Noise was noted, on this rv lead. And it was noted, that pacing impedance had spiked out of range. The patient is 100% rv paced, but was experiencing pauses in pacing, including one lasting 4.5 seconds. It was subsequently determined, that this rv lead was failing. The lead was capped on (B)(6) 2019. And the patient was upgraded to a cardiac resynchronization device. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).